Event description:
Olympus received a medwatch report from the user facility stating, "after uneventful bronchoscopy with or bronchoscope followed by a double lumen endotracheal tube with anesthesia bronchoscope 2 small black foreign bodies found at level of corina. Surgeon rebronchoscoped pt and retrieved tiny black pieces via specimen trap." Olympus contacted the user facility to obtain additional info regarding the reported event was informed that during a bronchoscopy with lobectomy, the physician observed two "black specs" or items of foreign material at the level of carina. The material was retrieved from the pt with the use of a specimen trap (model/MFR unk). The pt was discharged from the facility following the procedure. There was no pt injury reported and the pt was said to be doing fine.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. A sample of the material that was reportedly retrieved from the pt was sent with the device for eval. The eval found that the material was consistent with the appearance of the bending section cover glue. The bending section cover glue near the distal end cover was completely missing. Additionally, the bending section cover was stretched and the bending section cover grip near the control body was discolored consistent with chemical damage. The bending section where the bending section cover glue was missing was inspected and found no abnormalities that would likely cause the glue to peel. The cause of the user's experience could not conclusively be determined. An olympus endoscopy support specialist has been dispatched to the user facility to assess their reprocessing practices, and to provide educational support as needed. The lf-gp instruction manual states: "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument..." This report is being submitted as an MDR in abundance of caution.